Event description:
Caller states the comfort curve control solution was applied to her finger which subsequently swelled. She states her tongue also swelled, and she then went to the hospital where she received an adrenaline shot for the swelling. Requested return of suspect device and replacement was sent.